Event description:
Physician performed a transobturator procedure in 2009, without incident. Two weeks after the surgery, two weeks later, pt notified physician she was experiencing retention. Condition of the pt is unk at this time.

Manufacturer narrative:
Eval: there was no device malfunction during the procedure. Device functioned according to specifications.